Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, the machine generated three alarms, two within the first four minutes. There is no information on what message was received or the level of ccs lost. The representative suggested to the physician to abort the case. The physician stopped the case, readjusted the clamps, and then continued the case. Around the six-minute mark, the unit alarmed again. At this point, the case was aborted. After visual inspection, it was noted that there was some blanching that occurred on the posterior cervix. The doctor did give her a prescription and will do a follow up. There is no further information available regarding the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.